Manufacturer narrative:
A company rep discussed the event with the surgeon and reviewed possible causes of thermal injuries. Also discussed differences between systems that the surgeon used at the private day surgery center, and the systems at this hosp. Arranged to attend the surgeon's next scheduled surgery in 2006. The surgeon changed from scleral based to corneal incision for these cases; there were no thermal injuries. A company service rep had completed a pm service call in 2006, and there were no problems found with the system. Another service rep checked the system the following month, with no problems found. Further investigation, including root cause analysis, is in progress.

Event description:
The surgeon initially reported having a series of corneal burns. This was not noted during the time of surgery. Additional info has been requested. These events are reported as MFR report # 2028159-2007-0002. The other event is reported under MFR report# 2028159-2007-00001.